Event description:
The customer reported that the device had metal pieces coming from the drill during a procedure at the user facility. No information was available regarding adverse consequences, surgical delay or medical intervention.

Manufacturer narrative:
H3: device will not be returned h3 other text : device not returned.

Event description:
The customer reported that the device had metal pieces coming from the drill during a procedure at the user facility. No information was available regarding adverse consequences, surgical delay or medical intervention.